Manufacturer narrative:
No device/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the system became unresponsive. All instruments were verified when the system stated exiting like it was exiting the software. It stated this for about 2 minutes then manufacturer representative forced a shutdown. Then he tried to reboot and the main cart screen stated no signal and the surgeon monitor was black. Then the rep did another hard shutdown and changed power outlets. The rep was then able to get into navigation. However, after a couple minutes navigating nothing was tracking and the rep could not click anything. He then did another hard reboot when the clinical specialist (cs) entered the operating room and everything was responding as expected after that. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer was replaced on the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated (methodology: design analysis) and it was determined that the behavior described was the intended behavior of the software. Software was functioning as designed. The computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. The computer boots normally to the application screen. The spine program starts and runs normally. No automatic program exits or "no signal" messages were observed during burn-in testing. If information is provided in the future, a supplemental report will be issued.